Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was missing, scratches on lcd lens screen. The customer stated problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. Pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was missing, scratches on lcd lens screen. The customer stated problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. Pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received via email from customer and attached by smiths medical in complaint on 14-oct-2021: the unit was not in use on a patient to my knowledge. The nurses did not state that there was any patient involvement.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer and attached by smiths medical in complaint on 14-oct-2021: the unit was not in use on a patient to my knowledge. The nurses did not state that there was any patient involvement.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump experienced over infusion. No adverse effects reported.